Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the receiver displayed err 67 on (B)(6) 2016. The patient did not report injury or medical intervention. No additional patient or event information is available. The receiver data log was reviewed on (B)(6) 2016. The complaint of an error icon was not confirmed. A root cause could not be determined.